Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that a patient had a pne trial and was in extreme pain following the procedure and unable to communicate. At the time of programming the epg, the patient was unable to feel anything. The patient was given a large dose of pain medication making it difficult to communicate. The next day the patient stated multiple times that she didn't feel anything but mentioned she was having muscle spasms. The stimulation was then turned down and that helped the patient to not be in discomfort at that time. A few days following, the patient was still in discomfort and the company representative had to turn off her stimulation completely. The patient stated she was going to the ER because her entire body was sore. Reprogramming was attempted again with the on-call urologist at the ER visit and the patient was still in pain. The device was turned off again and advised to see her implanting physician for a lead pull.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed and the review of the dhrs found no non-conformances. All established specifications and criteria for release were met. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that a patient had a pne trial and was in extreme pain following the procedure and unable to communicate. At the time of programming the epg, the patient was unable to feel anything. The patient was given a large dose of pain medication making it difficult to communicate. The next day the patient stated multiple times that she didn't feel anything but mentioned she was having muscle spasms. The stimulation was then turned down and that helped the patient to not be in discomfort at that time. A few days following, the patient was still in discomfort and the company representative had to turn off her stimulation completely. The patient stated she was going to the ER because her entire body was sore. Reprogramming was attempted again with the on-call urologist at the ER visit and the patient was still in pain. The device was turned off again and advised to see her implanting physician for a lead pull.